Event description:
On (B)(6) 2026, senseonics was made aware of a user's hyperglycemia event. The user's blood glucose (bg) measured 466 mg/dl while the sensor glucose (sg) reading remained significantly lower (confirmed at 111 mg/dl shortly after). Due to this discrepancy, no high glucose alert was triggered, as the sg value never exceeded the user's configured high alert threshold of 250 mg/dl (low alert set at 65 mg/dl). The user verified the high glucose level with a fingerstick but did not seek medical treatment, instead self-correcting with insulin. The user's healthcare provider is not yet aware of the incident, and follow-up was recommended. The device data confirmed the system is up to date and functioning as intended.